Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The unit returned has white substance in the sheath, a kink in the telescope, a kink in the sheath, and a kink in the lap joint, as part of overall visual revision. Visual inspection revealed a white substance in the hub assembly. A kink was observed in the telescope assembly from femoral marker to the proximal end. A kink was observed in the sheath assembly from femoral marker to the proximal end. A kink and a hole were observed in the lap joint from femoral marker to the distal end. Impedance testing shows a good unit wave form. Water leaked from the lap joint during flushing the catheter. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects noted on the analysis on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 25apr2016. It was reported that lost image occurred. During an intravascular ultrasound (ivus) procedure, a opticross imaging catheter was selected for use. However, during use the catheter lost the image. The procedure was completed with another device. No patient complications reported and the patient's condition is good. However, device analysis revealed a hole in the lap joint.